Event description:
Additional information received reported that the issue never resolved so they decided to remove the device and not implant a new one. It was noted that the patient did not currently have a device. It was reported that the patient recovered fine after surgery and there were no issues. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3888-56, lot# v226582, implanted: (B)(6) 2009. Product type: lead, product ID: 3888-56, lot# v226582, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-56, lot# v252800, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-56, lot# v252800, implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3888-56, lot# v226582, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-56, lot# v226582, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-56, lot# v252800, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-56, lot# v252800, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient's body rejected the implantable neurostimulator (ins). The patient went to the physician's office on (B)(6)-2009 and they noticed the pocket site was reddened. The patient was given leveclin and the health care professional (hcp) didn't see the patient until (B)(6)-2010. At that time, the pocket site was draining and had a purplish spot on top. The ins was explanted a year from when it was implanted, but not the leads. The ins was removed due to an open wound and non-healing device rejection. The hcp had been doing epidural injections on the patient for pain control since but the patient just wanted to try the device again. There was no problem with the device. The indications for use include postlaminectomy pain. If additional information is received, a supplemental report will be sent.

Event description:
It was reported that a patient had erosion of the implantable neurostimulator (ins) at the pocket site. It was state that a patient had an "area" develop. It was unclear what "area" meant. The patient experienced pain, and had a "hole" at the pocket area. The ins was explanted on (B)(6) 2010. There was no evidence of an active infection, and the leads were left in the patient. It was noted that the stimulator did help the patient. No further information was provided.

Manufacturer narrative:
Product ID 3888-56, lot# v226582, implanted: (B)(6) 2009, product type lead; product ID 3888-56, lot# v226582, implanted: (B)(6) 2009, product type lead; product ID 3888-56, lot# v252800, implanted: (B)(6) 2009, product type lead; product ID 3888-56, lot# v252800, implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).